Event description:
It was reported that there were episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.